Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
It was reported to philips that the device's touchscreen was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 26oct2020, b4: 27oct2020. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed. The fse replaced the touchscreen. Device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.